Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported false negative reactions of their positive control with seraclone anti-s. The customer has returned the supposedly defective product for investigational testing, but none of the red cells that had caused false negative test results. Our quality control laboratory received the complaint seraclone anti-s sample on (B)(6) 2013. At that time a recall of the supposedly defective product had already been started. Therefore, our quality control did not again test the customer's complaint sample. But our quality control laboratory had already tested different complaint and retained samples of the supposedly defective product with ss red cells and ss reagent red blood cells. All positive reactions were correct. Furthermore twofold serial dilutions of both the complaint and the retained sample were performed. Both reagents did not reach the minimum titer. Because of missing this acceptance criterion further actions had been initiated and resulted in the field safety corrective action on july 29th, 2013.